Manufacturer narrative:
Continuation of d10: product ID m995402a001. Serial# (B)(6). Product ID 97745. Serial# (B)(6). Product type: programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745 (serial: (B)(6); product type: 0201-programmer patient; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID: m995402a001 (serial: (B)(6); product type: h3: analysis of the battery pack (serial: (B)(6) found it was scrapped due to a failed cycle count that should be 150 but reads 304. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient stated they have been having the worst time for the last couple weeks. Patient stated they go to turn on the controller to see how much they have on there and it won't come on. Patient said they have to take the battery out and wait for a while and then put it back in but it still doesn't work. Patient also said the controller will stay unresponsive for 2-3 hours and then it will come on again. Patient mentioned that last night the controller flipped into a foreign language and they don't know how to get it back. Agent asked patient if they felt like the controller was not holding a charge and patient said they didn't know but it probably isn't because it will stay on and then after a while it goes off. Agent walked patient through removing the battery pack and plugging double a batteries, patient confirmed controller powered on. The issue was not resolved. An email was sent to the repair department to replace the battery pack. Agent assisted pt in fixing language, it flipped to a foreign language yesterday.